Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device exhibited premature discharge of battery. The pacemaker was surgically explanted and a new pacemaker device was surgically implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial reporter address: (B)(6). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device triggered replacement indicator while implanted. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device was put through and failed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors due to high hydrogen. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device exhibited premature discharge of battery. The pacemaker was surgically explanted and a new pacemaker device was surgically implanted. No additional adverse patient effects were reported.